Event description:
It was reported that after a diagnostic catheterization procedure, arteriotomy closure of the common femoral artery was attempted using the perclose proglide device. Reportedly, when the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a starclose se device was attempted, but after clip deployment, bleeding continued. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device and starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The proglide device, is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se device revealed that it was fully clip deployed, undamaged, and the deployed clip was not returned. It was verified that a clip had been loaded on the device and deployed by evidence of clip tine scrape marks on the carrier tube. There was no detected device anomaly or damage, internally and externally, that may have contributed to the reported event. Bleeding post clip deployment is listed in the starclose se device instructions for use (IFU), as a possible effect, under closure procedure; check for hemostasis, adjunctive compression can be applied for up to five minutes, as needed. A possible cause for the reported bleeding may have been incorrect device/clip placement/deployment technique; however, it cannot be confirmed. Anatomically any feature within the anatomy that may interfere with proper clip deployment and placement may affect the clips ability to achieve hemostasis. However the complaint indicated that there was no observed anatomical issue to affect the deployment and placement of the clip. Although, the patient has a history of peripheral vascular disease that may have contributed to the event, the IFU does not list peripheral vascular disease as a contraindication. Based on the investigation no product lot quality deficiency was detected. The investigation was unable to confirm the reported event based on the investigation findings and the cause for the complaint was undetermined. A review of the lot history record for the reported lot did not reveal any nonconforming material report associated with this lot. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.